Manufacturer narrative:
This report is submitted on may 30, 2024.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site. The patient was placed under general anesthesia on (B)(6) 2024, in order to explant the device.